Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau . 510k: k200972. The investigation is on-going. A follow-up emdr will be provided.

Event description:
During an unknown procedure, a cook hemospray endoscopic hemostat was used. Limited information was reported that "injury from mis-use of hemospray." Our attempts to collect additional information regarding the event and patient outcome were unsuccessful. This complaint is under review and investigation. A follow up emdr will be sent to capture any new relevant information and completed investigation.

Manufacturer narrative:
Continued: section d: common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau . Section g: 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all hemospray endoscopic hemostat are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.